Event description:
It was reported by service report that the weld on u pump bracket broke at the ears causing both jack pistons to over extend, causing them to leak fluid on the floor. No patient involvement or adverse consequences are reported.